Event description:
It was reported that this pacemaker had reached battery capacity depleted while still implanted. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of memory noted no suspicious fault codes or resets. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
Additional information was received that this pacemaker battery had gone from 3.5 years to less than 3 months in just one year. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year, and was currently two times over the expected power consumption and was expected to continue to increase. The device was explanted and replaced. No adverse patient effects were reported.